Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6), 2003. Subsequently, patient underwent revision procedures on (B)(6), 2008, (B)(6), 2012 and (B)(6), 2014 allegedly due to dislocation. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.